Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards new zealand affiliate, during a transcaval tavr procedure with a 26mm sapien 3 ultra resilia transcatheter heart valve, the commander delivery system balloon ruptured using nominal volume (+2cc) at the end of inflation due sinotubular junction calcium. The valve was well expanded with good result achieved. There was no patient injury, the patient was recovering.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed: the balloon was radially and longitudinally burst. Balloon material detached (due to manipulation in the back table). There was no apparent balloon material missing. The balloon distal wings were flared out. Dimensional testing was performed. The inflation balloon single wall thickness was measured along the edges of the burst location. All measurements taken of the balloon single wall thickness met the specification. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site, and the following was observed: balloon radially and longitudinally burst. Distal part of balloon material bunched towards nose tip. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The reported event for balloon burst' was confirmed based on the evaluation of the evaluation of the device and provided imagery. Available information suggests patient factors (calcification) and /or procedural factors (over inflation) likely contributed to the event as provided information indicate presence of calcification in the landing zone, and that an additional 2cc of fluid was administered to the balloon during inflation. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, while the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.